Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical alarm while connected to the mpu was confirmed via the submitted log file. A review of the submitted log file showed spanned approximately 3 days (22may21 ¿ 25may21 per time stamp). On 23may21 at 14:31-14:32 connected to the mpu, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the power cables being outside the expected voltage range. The alarm coincided with low power hazards, was not associated with a power source exchange, and cleared shortly after. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. During the evaluation of the returned mpu, (B)(6), there was no visual damage to the unit. The v-lock power cord was pulled at several times and it did not come loose. The unit was run on a mock loop with a test controller and the patient cable was manipulated and the alarm was not reproduced. The unit was run several days without issue. A full functional test was performed and the unit passed all tests. The unit was returned to the customer site. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a battery alarm while plugging in the mobile power unit (mpu). The mpu was inspected and there was no visible damage and no kinks in the power cable. Review of the log files found low voltage hazard events while using the mpu on (B)(6) 2021 from 1431 to 1432. These events did not appear to be from a loss of power to the mpu or even from disconnecting both power leads as there were no ¿no external power¿ events noted in the log file.